Event description:
Patient is an ex-smoker with a history of iddm, hypertension and hyperlipidemia. Patient suffered previous congestive heart failure and had previous pci, stenting. Index procedure was prompted by unstable angina. An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during the index procedure. It is reported that the patient suffered an acute non-stemi approximately 1 month post index procedure. It is reported that the target lesion was not involved. Investigator has indicated that the event had remote relationship to the study device. It is reported that there was a revascularization carried out with the placement of a drug eluting stent in the diagonal branch and the patient recovered with treatment. It is reported that the patient presented with unstable angina approximately 3 months post index procedure. The patient was also suffering from end stage renal dysfunction, diabetes, pulmonary hypertension, anemia and ischemic cardiomyopathy. There was a balloon only revascularization carried and the patient recovered with treatment. At 6 month follow up patients worst angina status was reported as IV per (B)(6).

Event description:
Additional information received stated that the previously reported patient death was due to cardiac arrest.

Manufacturer narrative:
Evaluation results: inherant risk of procedure( myocardial infarction). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death). (B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure and not one as previously reported. Investigator has assessed that the previously reported revascularization occuring 3 months post the index procedure was probably related to the device. Approximately 22 months post index procedure the patient expired. Investigator has assessed that the event 'seems to be a natural death' and was possibly related to the device.